Event description:
It was reported that there was an incomplete deployment of a vena cava filter. The dr saw that it did not fully open up, so a competitor's filter was implanted above to be sure that no clot would migrate. The placement of the filter was below the renal veins. No injury to the pt was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. No sample was returned for eval as it remains implanted. Based on a review of films, it appears the filter was deployed near a side branch which affected the deployment of the legs.